Manufacturer narrative:
Device evaluation: result - the customer returned (1) open 8 mm, 31g pen needle without the tear drop label. The returned pen needle was examined and exhibited the IV end of the cannula through the inner shield. Since the IV end of the cannula was through the inner shield, exposing the cannula, a needle stick could occur. A photo of the returned device was reviewed by the manufacturing site following the initial investigation. A visual examination confirmed the needle through the shield. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion - bd was able to confirm the customer¿s indicated failure. A potential cause of this issue lies at the shielding station in bd assembly process. If the needle is presented to the shielder obliquely, the downward movement of the empty shield results in the needle penetrating the shield. CAPA (B)(4) was raised for the needle through the shield issue.

Manufacturer narrative:
(B)(4). This device does not have an expiration date. Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that when the customer went to remove the inner shield, the needle was through the shield and stuck her finger. She reports being "fine" and did not require medical attention.